Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) remotely accessed the medication station and reviewed the synchronization service to verify overall functionality, with no issues identified. The tss then connected to the server for additional validation and confirmed that system monitoring did not show any critical alerts, aside from several devices that had been manually placed in a critical override state. Further checks verified that patient and order messages were current and processing normally. The tss communicated the findings to the customer and recommended continued monitoring of the system. The customer confirmed that the issue had been resolved and attributed it to a temporary network disruption. Permission to close the case was granted, and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.